Event description:
It was reported that the pump touch screen was on, but the screen remained black. There was no adverse impact to customer¿s blood glucose level. Customer declined to provide backup method of insulin therapy.